Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was obtained only at certain spacing. The device passed some of the electrical tests performed. The device failed the residual gas analysis test limit. The internal visual inspection noted silver migration between and across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.

Event description:
The recipient is reportedly experiencing intermittent lock and sound quality issues. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.